Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to re-evaluation of event. Visual analysis revealed that the outer insulation was abraded on the is-1 connector leg at 5.5cm from the connector pin. Abrasion marks were observed at 5cm and 8cm from the connector pin and at several locations on the rv connector leg. The inner insulation also abraded through from inside out, exposing the high voltage cables. The outer r insulation abraded over time due to positioning.

Event description:
It was reported that the lead was explanted due to an insulation break observed near the connector pin. The electrogram showed multiple episodes with detection of muscle stimulation.